Event description:
Event [preferred term] (related symptoms if any separated by commas) dka [diabetic ketoacidosis], no pharmacy has a novopen 6, patient lost 2 kits in last 2 months [product availability issue]. Case description: this serious spontaneous case from australia was reported by a patient family member or friend as "dka(diabetic ketoacidosis)" with an unspecified onset date, "no pharmacy has a novopen 6, patient lost 2 kits in last 2 months(product availability issue)" with an unspecified onset date, and concerned a 15 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", references included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2026-00021 reference notes: medwatch 3500a MFR. Report number. Investigation results name: novopen 6, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Since last submission case was updated with following information investigation results updated device tab: is non-reportable and malfunction fields updated to no EU/ca tab: final report check box ticked and expected date of follow up report updated device addendum tab: annex b c d g codes updated narrative updated accordingly furthermore, an amendment was made. The following has been amended the reporter which was incorrectly described as patient was updated to patient family member or friend. Patient had tried to obtain a novopen 6 from multiple pharmacies, but the specific loca-tion was not clearly stated, which was added. The sentence describing the event outcome- "hadn't had any insulin since then (drug dose omission by device)" which was inadvertently removed during the editing process was added final manufacturer comment: 06-feb-2026: it was reported that the patient lost novopen 6 kit and did not administer insulin, developed hyperglycaemia and its complication such as diabetic ketoacidosis. Since there was no technical complaint or malfunction with novopen 6 reported which could have led to diabetic ketoacidosis and it is due to unavailability of product, the case is evaluated as non-reportable final. H3 continued: evaluation summary name: novopen 6, batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Dka [diabetic ketoacidosis]. No pharmacy has a novopen 6, patient lost 2 kits in last 2 months [product availability issue] hadn't had any insulin since then [drug dose omission by device]. Case description: this serious spontaneous case from australia was reported by a patient family member or friend as "dka(diabetic ketoacidosis)" with an unspecified onset date, "no pharmacy has a novopen 6, patient lost 2 kits in last 2 months(product availability issue)" with an unspecified onset date, "hadn't had any insulin since then(drug dose omission by device)" with an unspecified onset date, and concerned a 15 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index were not reported. Current condition: diabetic (type and duration not reported), adhd. Concomitant products included - insulin. On an unknown date, patient family member reported that they have tried in every pharmacy of particular location and no one has novopen 6. They need the novopen 6 to tell when patient last had insulin. The patient is adhd, and often thinks patient's had it but hasn't actually given it. Patient lost 2 kits in last 2 months and now have no pens left at all, but they really need the 6 to tell if patient had it. Currently patient is in hospital and has experienced dka (diabetic ketoacidosis) on an unknown date. Patient has lost their kit new years, and didn't tell them so hadn't had any insulin since then. Other details of hospitalization were not reported. Batch numbers: novopen 6: : requested. The outcome for the event "dka(diabetic ketoacidosis)" was not reported. The outcome for the event "no pharmacy has a novopen 6, patient lost 2 kits in last 2 months(product availability issue)" was not reported. The outcome for the event "hadn't had any insulin since then(drug dose omission by device)" was not reported. Reporter's causality (novopen 6) - dka(diabetic ketoacidosis) : possible. No pharmacy has a novopen 6, patient lost 2 kits in last 2 months (product availability issue): unknown. Hadn't had any insulin since then (drug dose omission by device): unknown. Company's causality (novopen 6) - dka (diabetic ketoacidosis): possible. No pharmacy has a novopen 6, patient lost 2 kits in last 2 months (product availability issue): possible. Hadn't had any insulin since then (drug dose omission by device): possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), dka [diabetic ketoacidosis], felt unwell [malaise]. Case description: this serious spontaneous case from australia was reported by a consumer as "dka(diabetic ketoacidosis)" beginning on (B)(6) 2026, "felt unwell(feeling unwell)" with an unspecified onset date, and concerned a 15 years old male patient who was treated with insulin (insulin) from unknown start date for "product used for unknown indication". Patient's height: 178 cm. Patient's weight: 61.3 kg. Patient's bmi: 19.34730460. Dosage regimens: insulin: allergy: allergies. Current condition: type 1 diabetes, adhd, drug intolerance. Historical drug: novorapid penfill, levemir. Concomitant products included - novopen 6(insulin delivery device), fiasp(insulin aspart 100 u/ml), optisulin(not specified non codable) treatment included - insulin nos. The patient family member mentioned that the patient had two novopen 6 kits, one at home and a spare left at school. The two kits were lost at different time points. Regarding the specific dates when each novopen 6 kit was lost, the patient family member did not know precisely. The patient's family member mentioned that the school novopen 6 kit was lost around christmas day on 25-dec-2025, and the home novopen 6 kit was lost some time prior to christmas. The patient family member mentioned that the patient had lost both novopen 6 kits and so did not deliver any insulin doses. The patient family member was only able to find out once the patient had called their mother and mention they had felt unwell had not administered any insulin as they had lost both kits, and that patient felt they was in dka since (B)(6) 2026 and the patient family member helped admit the patient into hospital on (B)(6) 2026 with dka. When asked, did that mean from christmas (of 2025) till (B)(6) 2026, your son had not been administering any doses of insulin? The patient family member mentioned, yes. The patient family member mentioned that the patient was admitted twice for dka, and so it was unclear if there is another event or a previous event the patient family member was referring to. The patient family member mentioned that after (B)(6) 2026 they were able to obtain a new novopen 6 from their diabetes educator, that [?]had no problems with. On (B)(6) 2026,the patient was discharged from the hospital. Batch numbers: insulin: was requested. Action taken to insulin was not reported. The outcome for the event "dka(diabetic ketoacidosis)" was not reported. The outcome for the event "felt unwell(feeling unwell)" was not reported. Reporter's causality (insulin) - dka (diabetic ketoacidosis): possible. Felt unwell(feeling unwell): possible. Company's causality (insulin): dka (diabetic ketoacidosis): possible. Felt unwell(feeling unwell): unlikely. On 19-feb-2026,the case was downgraded from serious device case to serious drug case due to upgradation of insulin to suspect and novopen 6 to concomitant and removal of event product availability issue corresponding to novopen 6. Since last submission case has been updated with the following information: medical history updated with historical drugs "novorapid penfill", "levemir", concomitant medication "levemir" deleted, event onset date for the event "dka" added, non valid and ord 10 classification was added, patient height and weight was updated, medical history:type 1 diabetes was added, suspect novopen 6 was updated to concomitant and inuslin was updated to suspect concomitant levemir and fiasp was added, event product availability issue was removed, event dka treatment received was updated to yes, new event felt unwell was added, downgraded comment was added in narrative, updated narrative accordingly. Final manufacturer comment: 06-feb-2026: it was reported that the patient lost novopen 6 kit and did not administer insulin, developed hyperglycaemia and its complication such as diabetic ketoacidosis. Since there was no technical complaint or malfunction with novopen 6 reported which could have led to diabetic ketoacidosis and it is due to unavailability of product, the case is evaluated as non-reportable final. References included: reference type: e2b company number, reference ID#: au-novoprod-1602869, reference notes: reference type: mw 3500a MFR. Rpt. #, reference ID#: 9681821-2026-00021, reference notes: medwatch 3500a MFR. Report number, reference type: e2b linked report, reference ID#: au-novoprod-1636052, reference notes: same patient.